Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. In addition, the yellow (pgnd) wire was open at the hex crimp ferrule connector in the trunk cable. The root cause of the damaged cable could not be positively identified but was likely excessive force. The root cause for the open wire was unable to be positively determined but was likely related to physical abuse. No adverse event resulted from the damaged cable and open wire. The pt received a replacement electrode belt.